Manufacturer narrative:
Method, results: no product will be returned for evaluation.

Event description:
On (B)(6) 2011, the patient reported experiencing elevated blood glucose, leaking, and bent cannulas while using the infusion sets for the past couple of weeks. She stated she has issues with removing the introducer needle from the headset during insertion. She notices insulin leakage due to the smell of insulin. Her blood glucose has been elevated up to 22 mmol/l (396 mg/dl) for the past 2 weeks. Her normal blood glucose range is 7-8 mmol/l (126-144 mg/dl). She stated when the headset was removed, the cannula was bent. She was sent a different type of infusion set. The patient did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product was requested to be returned for evaluation.